Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user was not receiving blood glucose readings on the ilet when using a libre 3 plus sensor that had been paired to the abbott app, and the user was educated that the sensor can connect to only one device; after removing the abbott app and pairing through the ilet and ilet mobile app, the sensor entered warmup and later connected. Symptoms included no adverse clinical effects and no change in blood glucose status. Outcomes included no alerts or alarms, no medical intervention, and continued insulin dosing without impact. Investigation included customer service troubleshooting and user education on proper sensor-device pairing and app configuration. Investigation of this case revealed that the sensor was in use by another device, resulting in no ilet glucose data until the conflicting app was removed and pairing was completed, after which the device functioned as expected. It was concluded, based on previously established findings for similar reports, that user setup and configuration contributed to the event.